Manufacturer narrative:
Codes are unable to be selected, esubmitter has been notified. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that angioseal has recently had some issues with arteries becoming obstructed and causing cold legs. Not sure of the cause but it seems the collagen and anchor are within the artery after looking at films. Additional information was received on 9/6/2017 update: it was reported that the heavily diseased leg, calcium present at access site, antegrade stick, angioseal deployment was successful. Patient's leg was lysed for three days following intervention and was eventually amputated. The physician does not attribute this to the angio-seal. Additional information was received on 9/13/2017 update: it was reported that the angioseal seemed to deploy successfully based on the angio pictures. The reported product size was a 6fr vip.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the h6 codes. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected.